Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4) . On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse was unable to reproduce the error. The fse found a loose pin at the connector board and reseated the pin. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the loose pin at the connector board.

Event description:
On (B)(6) 2015, a customer reported error 3012 wash temp on the aia-360 instrument. The customer is unable to run patient samples on myo and ck-mb. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for myo and ck-mb. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.